Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an in-stent restenosis in the proximal right coronary artery. A 5.0x15mm nc trek balloon dilatation catheter (bdc) was used to post-dilate the unspecified stent with the first inflation at 14 atmospheres (atms) and two additional inflations at 18 atms. Negative pressure was held for 20-30 seconds to fully deflate the balloon for removal; however, the balloon became stuck with the stent and then with the guide catheter. The bdc was removed with the guide wire and guide catheter as a unit. The procedure was successfully completed with a new guide wire, guide catheter, and an unknown 5.0x12mm balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed and analysis of the returned device, the reported difficulties appear to be due to operational context. It is likely that the balloon folds became compromised after the multiple inflations causing difficulty refolding properly for removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.